Event description:
Customer reported that the system will intermittently fail to boot. The system hangs up with the progress bars on the workstation monitors just continuing to scroll. One or two reboots may be required for system to boot completely. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate problem. When fse arrived onsite system, booted with no errors or problems. Retrieved system error logs for review by slc engineering department. Found debug log was truncated displaying only the current day events indicating a possible software corruption issue. Performed software reload and tested system. System booted with no errors. System operates as intended.